Event description:
Caller reported that the cuff would not inflate. Caller cannot confirm any add'l details surrounding the circumstances of this report. The caller could not confirm any patient involvement.